Event description:
The user facility reported that two catheters did not function properly. No further information has been provided. No patient injury was reported. This medical device report is linked to medical device report #2023988-2007-00007.

Manufacturer narrative:
The device has been received for evaluation and an investigation has been initiated based on the reported information.